Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the ventilator had a loose oxygen fitting. No other information was provided. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated.h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a cracked knob, battery cover, and the input manifold is loose. The customer stated problem was duplicated. The oxygen fitting is not loose on the input manifold, but the manifold is loose on the bottom chassis causing movement when handling the fitting. Tightened retaining screws to specs. Replaced small knob and battery cover. The cause of the reported problem was traced to the customer damage of the device (impact). A DHR (device history review) was performed and no problems or issues were identified during this DHR review. The previous service history has been reviewed and deemed unrelated to the current customer reported problem., corrected data: e4: correction: customer reported to FDA: no informationd5: correction: operator of the device: unknown.